Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch veriopro meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 1-4x daily. The patient manages her diabetes with act-rapid insulin (5-6 units before meals) and insulatard insulin (30 units at night). The alleged issue began on (B)(6) 2012 at 1250pm. The patient reported blood glucose results of "6.2 mmol/l" with the subject meter and "10.2 mmol/l" on another meter, performed within an unspecified time of each other. The results fell outside expected values for meter to meter accuracy. Earlier that same morning, the patient obtained a blood glucose result of "9.2 mmol/l" with the subject meter. The patient denied making changes to her usual diabetes management routine. About 10 minutes prior to the alleged issue, the patient claims she felt symptoms of trembling and "low concentration level" which she associated with low blood glucose. The patient ate honey as treatment and felt better about 15-20 minutes later. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found, the primary complaint was not confirmed, and the meter was found to be working properly. The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by pa on (B)(4) 2012 with the following findings: the test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.